Event description:
This spontaneous case was reported by a physician and describes the occurrence of uterine perforation ("uterus was perforated by hysteroscope") in a (B)(6) year-old female patient who had essure (batch no. He01349) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced uterine perforation (seriousness criterion medically significant) and complication of device insertion ("case was aborted"). At the time of the report, the uterine perforation and complication of device insertion outcome was unknown. The reporter considered complication of device insertion and uterine perforation to be related to essure. The reporter commented: one side of essure placed without difficulty, however, when went to attempt placement on opposite side, uterus was perforated by hysteroscope. Case was aborted. No hospitalization was required. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2018: quality safety evaluation of ptc (product technical complaint). At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.